Event description:
It was reported that the patient experienced inappropriate shocks due to oversensing on the ventricular lead. During device change-out for normal eri, damage on the sense/pace portion of the lead was observed. The sense/pace portion of the lead was capped. Defib portion of the lead remains active. Patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.